Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was hospitalized due to swelling and fluid discharge at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted. The patient was prescribed antibiotics.